Event description:
It was reported that during an ultrasound guided breast marker placement procedure, the needle marker beads allegedly fell off and fell into the patient's body. Reportedly, the marker beads were completely removed, and there was no residue left in the patient's wound. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4: (expiry date: 08/2025). H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows that three marker beads which was noted to be detached from the localization wire. The second photo shows the labelling information which was verified/matches with the trackwise details. Based on the photo review, the reported detachment can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device component as the provided photo shows the detachment of marker beads which confirms the reported issue. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast marker placement procedure, the needle marker beads allegedly fell off and fell into the patient's body. Reportedly, the marker beads were completely removed, and there was no residue left in the patient's wound. There was no reported patient injury.